Manufacturer narrative:
Device was not returned. Lot number was not provided.

Event description:
User reported that there was a piece of metal sticking out of the scaler handle. Metal poked through user's gloves.